Manufacturer narrative:
(B)(4). The customer reported the device failed the ECG portion of their user initiated system check. There was no pt involvement. Philips evaluated this device and found that the device failed the leads ECG and pads/paddles ECG tests within device extended self test. Replacing the parameter pca resolved the malfunction.

Event description:
The customer reported the device failed the ECG portion of their user initiated system check.